Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer representative via email that the customer was hospitalized multiple times since 2012 with high blood glucose resulting in a coma. This occurred most recently in fall 2015 around (B)(6) while the customer was on a pump break and getting the flu. Customer stated that she has memory problems because of the coma and she did not remember the exact dates of all the incidents in question. Customer was offered a transfer to the helpline but she declined.